Event description:
It was reported that the surgeon was using a competitor's lens using a mtc-60cfp cartridge and the trailing haptics tore off during insertion. The surgeon enlarged the incision to remove the lens and another same model lens was inserted and suture was required.

Manufacturer narrative:
Evaluation: results: an injector lot number search was performed for similar complaints within the search and there four similar complaints. A cartridge lot number search was performed for similar complaints within the search and there were two similar complaints.